Event description:
It was reported that during injection with bd ultra-fine 2 insulin syringes full dosage was unable to be delivered. The following information was provided by the initial reporter: it was reported that during injection does not get full dosage.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 9035945. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. A device history review could not be completed for the unknown batch number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. Medical device lot #: 9035945; medical device expiration date: 2024-02-29; device manufacture date: 2019-02-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection with bd ultra-fine 2 insulin syringes full dosage was unable to be delivered. The following information was provided by the initial reporter: it was reported that during injection does not get full dosage.